Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-13999mf serial/batch number (B)(6) was received for investigation. Visual inspection noted the lower jaw was broken off, leaving only the moving jaw intact. Discoloration/oxidation is also noted on the handle. Functional testing could not be performed due to the damage of the device. The most likely cause is attributed to wear and tear due to the age of the device. The manufacturing date is 2016.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 04/16/2024, it was reported by a sales representative via (B)(4) that an ar-12990 knee scorpions bottom jaw broke off. This occurred during a meniscal repair where the fragment was retrieved, and a different scorpion was used to complete the case.